Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had heard his alarm in the past, about one and a half years ago when he waited too long for a refill. The alarm was heard when the pump was low. The device system was used to deliver bupivacaine and dilaudid currently however, it was not clarified what medication was delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.